Event description:
On (B)(6) 2009, the patient reported issues with 4 boxes of infusion sets with the same lot number. She stated that the introducer needle does not penetrate her skin and the needle and cannula bend like an "accordion." She stated that she attempted to insert an introducer needle into a piece of paper and the needle bent. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.